Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: can you please confirm the surgical procedure? Endometriose. What were the indications for surgery? We don´t have this information. Did the patient receive any preoperative chemotherapy or radiation? We don´t have this information. Were there any issues experienced with the device in the initial surgical procedure? Yes. What healthcare professional fired the device and what is his/her experience with the device? Yes. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Yes. How many days postoperative did the bleeding occur? We don´t have this answer ; how was the postoperative bleeding identified? We don´t have this answer ; what was the total estimated blood loss (ml)? We don´t have this answer. Was a transfusion required? We don´t have this answer. How was the bleeding addressed? We don´t have this answer. What is the current status of the patient? Fine. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The following information was provided: "were there any issues experienced with the device in the initial surgical procedure? Yes." Can you please explain what device issue occurred intraoperatively (on (B)(6) 2019)? Does the surgeon believe the post-operative bleeding was related to an alleged deficiency of the device given that the bleeding event date was reported as two months after the procedure (september)? Please explain. Can any more information be provided on how the bleeding was treated?

Event description:
It was reported that following a procedure for endometriosis performed on (B)(6) there were postoperative problems of the patient. Patient had significant postoperative bleeding. During the procedure everything happened normally, the anastomosis was checked and was well.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the following information was provided: "were there any issues experienced with the device in the initial surgical procedure? Yes". Can you please explain what device issue occurred intraoperatively (on (B)(6) 2019)? Sorry, it is wrong. The event happen in september too. The device works well in intraoperatively , after on pos operative the surgeon observe the bleeding. Does the surgeon believe the post-operative bleeding was related to an alleged deficiency of the device given that the bleeding event date was reported as two months after the procedure (september)? Please explain. Can any more information be provided on how the bleeding was treated? I don´t have this answer.